Event description:
It was reported to philips that the pads failed during a patient use. It was reported to philips that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported by the customer.

Event description:
It was reported to philips that the pads failed during an operational check. There was no reported patient or user involvement and no adverse patient/user impact.